Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective actions have been initiated to address the reported issue. Investigation revealed that the entire batch was swapped with another batch and has been contained.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, it was noted the incorrect product was packaged for the liner. Another liner was utilized to complete the procedure.

Manufacturer narrative:
Review of manufacturing history revealed that (B)(4) were manufactured to this lot. Review of sales history in conjunction with complaint history found that no other units were invoiced. All other units were within biomet control. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.